Event description:
Revision occurred on (B)(6) 2026, approximately 313 days after the primary surgery which occurred on (B)(6) 2025. No fall or other trauma reported. Based on comparing usage forms only humeral cup stability pe/ta6v ø40/+3 was explanted due to dislocation. These parts were replaced with humeral cup stability pe/ta6v ø40/+3 and humeral spacer ta6v +9mm. Fx v135® humelock stem ta6v ø40/14 lg 120mm cementless ti/ha was not replaced.

Manufacturer narrative:
Revision occurred approximately 313 days after the primary surgery due to dislocation. The root cause of the problem is unknown. No actaul,implied, or suspect link to fx product.